Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient transport. After the patient was loaded into the vehicle, they took the patient¿s vital statistics and then during the transport the device powered off by itself. The device was used for approximately 20 minutes before it powered off. The device was not used for the rest of the call, there was no attempt to replace the batteries in the device. The device was being used for monitoring of the patient only, a backup monitoring equipment was used for the rest of the transport. The batteries used during the event had been charging overnight before being used on the call in the morning. Physio-control has attempted to obtain further patient information, but has been unsuccessful. This issue is patient related; however there was no adverse patient outcome.

Manufacturer narrative:
The customer has provided additional patient information to physio-control.

Manufacturer narrative:
(B)(4). The customer, a biomed evaluated the customer¿s device but was unable to verify or duplicate the reported issue. The device, the ac power adapter for the device, and the batteries were tested and found to be operating properly. Proper device operation was observed through functional and performance testing. Thereafter the device will be returned to the customer for use. The customer is using nicd batteries in their device. Nicd batteries require periodic conditioning; failure to do so can result in reduced battery capacity and performance. The customer has not made it a practice to condition their batteries. The cause of the reported issue could not be determined.